Event description:
Pt had very tortuous and tight anatomy. A bifurcated 26x14 was inserted. The surgeon could not retract the jacket and removed the device. The physician did not want to use an available 26x15 graft because the pt only had one patent internal; the 15 cm graft would be too long. The pt was a candidate for open repair, and wanted the repair.